Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who had an implantable neurostimulator for fecal incontinence and gastrointestinal/ pelvic floor. It was reported that patient's symptoms started to come back as they had been messing themself again and going through diapers in 20 minutes. Patient stated that they stopped getting the urge to use the bathroom before it was too late. They have tried turning up the stimulation from 2.9v to 3.9v and felt a pressure in their uterus however it didn't do anything. Patient had also tried turning up the stimulation higher on (B)(6) 2018 but it really bit them so they turned the stimulation back down which resolved that biting issue. During the call, patient had access to the patient programmer and synced to the ins. Patient said that they felt the stimulation as soon as they hit the sync button but it was not clear which button patient actually pressed. The button information was reviewed with patient. Patient stated that they may have accidentally pressed the off button previously but confirmed that the stimulation was on now. Patient was able to adjust stimulation as needed. It was advised that patient follow up with healthcare professional if return of symptoms didn't resolve. Additional information was received from the patient on (B)(6) 2018. The patient reported that stimulation was turned up on her previous call ((B)(6) 2018) and that helped her symptom control for about "half a day" then she had a return of symptoms again. The patient stated that her stimulator was "supposed to kick in with a trickle charge to let her know when she needed to go to the bathroom because her body didn't do that for her, as she had one of her organs destroyed due to cancer that she had years ago¿. The patient reported that she had not been getting good bowel control, as she had been "messing herself", "couldn't get to the bathroom on time" and "filling diapers". The patient stated that she had called to report this ((B)(6), 2018) but at the time she didn't think of something that had happened. The patient reported that about a month ago, she had "3 bacteria problems" and her gynecologist told her to go into the ER if they acted up again, so the patient went into ER and they did a diagnostic ultrasound. They checked if her bladder had emptied out all the urine, and they took the machine and put it over top of her belly and moved it back and forth to check to see if there was liquid in her kidneys or bladder, and when they were doing that the stimulator "kicked in". The patient clarified and said that the stimulation started getting stronger, then about five minutes later she had to run to the bathroom, and she has been having trouble ever since then with her symptom control. The patient stated that she had continued to feel strong stimulation and it wouldn't "settle down" until she called in ((B)(6) 2018) and the agent helped her turn stimulation from 2.9 to 3.9v. The patient stated that after that, she found that the batteries in the patient programmer (pp) went dead this week and 2-3 days ago. When the patient put batteries in the programmer the thing (implant) "kicked on" and it was too strong and she had to turn down stimulation way down to around 1v for it to be comfortable. The patient stated that she just put batteries in the programmer the other day and when she checked them recently they were already almost down all the way and the batteries in the pp don't last 2 months. The patient stated that she felt comfortable stimulation in bike seat, but that her issue was that the stimulation didn't "kick" on to warn her that she needed to go to the bathroom like it usually did. Patient services reviewed that stimulation was only meant to be felt comfortably and that labeling doesn't state that the device uses stimulation to warn patient when to use bathroom. It was advised that the patient follow up with their healthcare provider (hcp) to have the device checked and for appropriate adjustment. The patient was transferred to repair for a replacement programmer. No further complications were anticipated/reported.